Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. Device not returned.

Event description:
It was reported that the customer did not understand the fill amount for the cannula and delivered insulin to themselves after inadvertently performing a fill tubing while connected to the site. During troubleshooting with tandem technical support (cts), cts confirmed in the pump logs a second fill tubing was performed and the customer acknowledged pressing the fill tubing. The customer's blood glucose level was 62 mg/dl at the lowest. The customer treated the low blood glucose with candy. The customer indicated that their blood glucose was fine at the time of the call.